Event description:
A revision surgery occurred the same day as (immediately following) the primary surgery. The patient came out of the primary surgery and immediately dislocated while in the recovery room. The patient was then taken back into the operating room. The doctor revised the humeral components, explanting the size 12 humeral stem (ref 317-3212), the 36/+9 humeral cup (ref 103-0809), and the +9mm humeral spacer (ref 103-0007). The surgeon then implanted new humeral components: a size 14 humeral stem (ref 317-3614), a +9mm spacer (ref 103-0007), and a 36/+6 humeral cup (ref 103-0806).